Manufacturer narrative:
B3 - date of event captured as first day of event month. E1 - initial reporter email- (B)(6). One used cassette was returned for evaluation. A lot history review could not be performed as no lot number(s) were provided. Upon visual inspection, a crack was observed on the nrfit connector, and rolled-over threads were noted on the syringe. Functional testing identified a gross leak at the site of the previously observed crack. The complaint of air in the line was confirmed, as the crack led to leakage. The probable cause of the issue is attributed to overtightening during use.

Event description:
During liquid filling, air was reportedly continuously drawn into the system. The issue was identified at or before the product was opened. Investigation revealed a gross leak originating from a previously noted crack. This malfunction renders the event reportable. No patient involvement or adverse events were reported.